Event description:
A malfunction on the pump was reported by the customer, displaying a malfunction 12 code. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction recurred.